Manufacturer narrative:
Manufacturing review: a device history record could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, patient presented with epigastric pain. X-ray abdomen supine erect and ap chest showed that there has been interval placement of an inferior vena cava filter, which overlies the fourth vertebral body. After two months, attempted retrieval of inferior vena cava filter via a right internal jugular puncture, as well as a left femoral vein puncture, balloon angioplasty of proximal common iliac vein stent with a 60-mm balloon. The bentson wire was advanced into the inferior vena cava and the glide catheter was advanced over the wire into the inferior vena cava right above the filter. A venogram was showed some tilting of the filter but no evidence of thrombus under the inferior vena cava filter. After taking multiple projections and repeating the venogram, it appeared that the hook of the filter was tilted to the posterior side of the wall of the cava. There appeared one strut to be getting out of the cava. At that point, decided to upsize the sheath to a 16-french sheath through the internal jugular. Bentson wire and an omni flush catheter were advanced below the struts of the filter and the filter was hooked to the omni flush and a glidewire was used to go around the struts of the filter. A trilobed en snare was used to snare initially the hook of the filter without success but then snared the guidewire. After snaring out the glidewire, attempted to advance a 16-french sheath over the glidewire to recapture the filter. However, the hook of the filter appeared to be really embedded in the wall and the sheath could not be advanced to recap the filter. Repeated angiogram showed that some thrombus started to form around the struts of the filter. At that point, decision was made to terminate the procedure. Inferior vena cava filter clot found to have on subsequent computerized tomography scan, then started catheter directed thrombolysis. After six days, an inferior vena cava filter was present with echogenic no occlusive deep venous thrombus noted near the inferior vena cava filter. After two days, computerized tomography of the abdomen and pelvis with intravenous contrast showed persistent thrombus within the inferior vena cava proximal to the inferior vena cava filter. Partially visualized filling defects in lower segmental pulmonary arteries, consistent with pulmonary embolism. After two months, computerized tomography abdomen without contrast showed that there was a filter in the infrarenal inferior vena cava, just above the iliac venous confluence. The caudal tips of 4 of the 12 filter struts appeared to extend 2 to 3 mm outside the inferior vena cava. After five days, abdomen supine and left decubitus views showed inferior vena cava filter was seen projecting to the right of the lower lumbar spine. After four months, the patient presented with abdominal pain. X-ray abdomen 2 views showed inferior vena cava filter was seen projecting over the lumbar spine. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.